Event description:
This is a medical device report received on the (B)(6) 2010 from an oncologist regarding anchorseeds jamming in hick applicators and/or prostate seeding needles during a brachytherapy procedure. The reporter confirmed that during a brachytherapy procedure performed on the (B)(6) 2010 the physician was using 2 nick applicators. One of the applicators was the physician's own and one was the biocompatibles applicator. The physician's own applicator was used for the peripheral seeds (approximately 55 to 60) and the biocompatibles applicator was used for dropping the rest of the seeds (total seeds not reported). On placement of the 75th seed the applicator jammed, the physician switched to their own applicator and this also jammed. The physician then tried both applicators on the same needle and both jammed each time. The physician then moved to another needle after both applicators were cleared and they jammed again. The physician then switched between both applicators while clearing either one. The 4 seeds were cleared out of the applicators in total. Two in one and two in the other. Both applicators were cleared twice of seeds. In one needle there was 4 seeds jammed in the hub. Initially the physician thought that the needles were not clicking in well but throughout the procedure was careful to check this and the seeds continued to jam. The 8 seeds were lost in total 4 in the needle and 4 in the applicators. The physician switched to the standard cartridge and the implant proceeded without incident. The implant was completed using 15 generic seeds. No adverse event or patient harm was reported as a result of this device report.

Manufacturer narrative:
Company comment: a physician complained that during a prostate brachytherapy procedure, eight anchorseeds were noted to jam in the needles and mick applicators being used. It was noted that the case was able to be completed with the required number of ordered seeds utilized. There was no reported harm to the patient. However, this is a reportable case because extra time was necessary to complete the procedure, which would increase the patient's potential risk of harm by being subjected to a longer period of general anesthesia than they would have if the device had functioned flawlessly. The longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer , are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation analysis. This is ongoing at the time of reporting.